Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias and conduction system defects (which may require a permanent pacemaker) are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the cause of the reported event cannot be confirmed, investigation results suggest/indicate that possibly procedural factors (anesthesia, manipulation of the devices, pressure from the implanted valve on cardiac structure), in addition to patient factors (advanced age, bulky leaflet and lvot/subannular calcification) may have contributed to the bradycardia on pod2 and subsequent placement of a permanent pacemaker on pod10. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6) and through the (B)(6) tavi case registry, a 23 mm sapien 3 valve was implanted in the aortic position via the transfemoral approach. On postoperative day (pod) 2, bradycardia was observed. On pod10, a permanent pacemaker (ppm) was implanted. The patient¿s outcome was determined to be ¿recovered¿. The native annular diameter measured 18.0 mm by tte and 18.7 mm x 25.8 mm by CT with a valve area of 375.4 mm2. Bulky calcification of the ncc cusp and lvot/subannular calcification was reported. The sinus of valsalva diameter measured 29.5 mm x 31.1 mm x 31.3 mm. The sinotubular junction (stj) measured 26.3 mm x 27.9 mm. Per medical opinion, the relationship of the event to the implanted valve and the tavr procedure was unknown. The severity of the event was determined to be ¿severe¿.